Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressee guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the first driveline infection was on (B)(6) 2015. Blood cultures done and bacteremia was found with (B)(6). It was stated that there were no driveline involvement at this time. Patient completed 6 week course of nafcillin. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Driveline site infection are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressee guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device evaluation ((B)(4) was no returned)). (B)(4).